Manufacturer narrative:
The event product was returned to applied medical for evaluation. Engineering confirmed the complainant's experience of a bent obturator tip. Upon closer inspection, engineering noticed cracks at the location of the bent tip. The likely root cause of the damaged tip is excessive force during trocar insertion. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report. Based on the description of bent obturator tip during initial intake of the complaint, the event was not reportable as it was unlikely to cause or contribute to death or serious injury. After engineering performed their evaluation, the event is now reportable due to the cracked obturator tip.

Event description:
Procedure performed: lap diagnostic. Incident description: [the doctor] was doing a diagnostic lap in th4. At the start of the procedure a ctf33 trocar was attempted to be inserted but after struggling to insert it was removed and after looking at the end realized it was bent so they then opened another pack and this one was fine. Product isolated for return. Additional information received via email from territory manager on march 13, 2017: the incision was large enough prior to trocar insertion. The incision did not enlarge during the procedure because it happened at the beginning of the procedure when the trocar was used for first entry. It is not known whether the trocar was inserted at an angle. The trocar bent upon initial insertion, so they opened another ctf33 and had no issues. Patient status: na.